Manufacturer narrative:
It was reported that during the installation of a new ventilator device, the unit failed the pressure transducer test. The device was investigated at the hospital by our field service engineer; the issue was resolved by replacing the expiratory pc board. The replaced pcb and the device logs were returned for investigation. The returned pcb was tested in our laboratory, no errors were generated during our testing. The review of the returned logs show that the unit first failed the internal leakage test, this failed test was followed by the reported pressure transducer test. According to the device service manual, the cause can be due to several different reasons, which one that caused the reported issue cannot be established by the investigation of the returned expiratory pcb. The returned pc board did not show any faults and was working according to specification. The investigation findings do not lead to a clear conclusion about the cause of the reported event.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that, during installation, unit fails pressure transducer during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).